Event description:
The patient reported that she had great difficulty finding a new hcp to fill her pump. The pump ran dry, started alarming, and the patient experienced a return of symptoms and withdrawal. Patient symptoms included severe pressure from between her shoulder blades down her back and into both legs. She reported that she had no reflexes in her legs and that her lungs seized twice from interactions with different medications she was on. The pump has been replaced.

Manufacturer narrative:
The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication (dated august 2007). Pump motor stall has not been confirmed in this device.